Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a wire of the small grasping retractor instrument snapped. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and was not able to obtain additional information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables were exposed at the instrument tip. The complaint regarding snapped wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The common cause of this failure mode is attributed to a component failure. This complaint is being reported based on the following conclusions: failure analysis found the small grasping retractor instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.